Manufacturer narrative:
Medical devices continued: t50523h tissue valve, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected right atrial (ra) lead oversensing. The lead remains in use. No patient complications have been reported as a result of this event.